Event description:
It was reported that during the attempted implant procedure, the lead could not be positioned with an acceptable threshold. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors and the distal conductor had blood/body fluid (not obstructed).